Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD) and remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device anti-tachycardia pacing (atp) therapy had treated in the vt zone and accelerated the arrhythmia into the vf zone, which was treated with a shock and terminated. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.